Manufacturer narrative:
According to importer's investigation, the ceiling in the surgery rooms was not level. This issue was corrected by the user facility.

Event description:
This MDR is being reported at this time as part of an internal review of past complaints. Due to the incident being in the past, the information that can be obtained from the initial reporter is limited. On april 23, 2015, dai-ichi shomei received information that plastic dust fell from the surgical lights over the operating sites in multiple rooms. This was believed to be caused by the arm of the surgical lights coming in contact with the ceiling covers.